Event description:
The hcp reported that at the patient's refill visit, the pump had been filled with the same concentration of baclofen (2000mcg/ml) and the dose had remained the same at 667 mcg/day. A few weeks after the refill visit, the patient experienced an increase in baseline spasticity in the lower extremities and the patient's upper extremities had become more flaccid. The pump volume was checked. The expected reservoir volume was 10.3 mls; the actual volume was 18 mls. The patient's husband reported that the patient was experiencing a lack of therapeutic effect, but was at home and was doing okay. He also stated that the hcp planned to do a study. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.